Event description:
It was reported that the patient was recently in a motor vehicle accident (mva). High impedances were reported on contact zero (>4,000 ohms). The patient also stated that she felt occasional "jolts." It was stated that the patient was reprogrammed. Additional information was requested, but was unavailable at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).